Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an undetermined malfunction was not confirmed during product evaluation by baxter service personnel. During investigation, it was determined that multiple downstream occlusion sets occurred and was the last problem to occur prior to device evaluation. Therefore, the as determined problem was captured as an occlusion downstream. The cause of this condition was not able to be identified. No further action was taken to fix the reported problem. Additional information: the user interface module software version for this device is colleague 2006 (5.09.90). A service history review revealed that the device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "undetermined malfunction." A device history record review was also performed finding no abnormalities observed.

Event description:
The facility reported a colleague infusion pump with an undetermined malfunction. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version for this device is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.